Event description:
During baxter's functional testing of a spectrum pump, the device displayed a "upstream occlusion" alarm when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the false upstream occlusion alarms caused by low ultrasonic sensor readings. The ultrasonic sensor was replaced.